Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not in patient use. During disassembly, of the device, as part of uno remediation project a burnt six pin harness was discovered. The affected component is returning to the manufacturer for further investigation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H10: the device was corrected. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. This report is being submitted as part of a batch submission of complaints deemed reportable following record correction and remediation efforts updated conclusion code. H11: h6- device problem code grid.